Manufacturer narrative:
The production device history record (DHR) for this intra- aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) reported that she performed the solenoid driver board field safety corrective action as per service bulletin 0055-00-0843 rev b. The fse performed a full calibration and functional test in accordance with the system's respective service manual. The iabp passed all calibration, functional, and safety tests performed except for the battery run time test. The iabp was returned to the customer but will not be cleared for clinical use until the batteries have been replaced. The customer biomed (B)(6) confirmed via email received 17-aug-2017 that the batteries have been replaced and the iabp returned to service. (B)(6).

Event description:
A getinge field service engineer (fse) reported that while performing the solenoid driver board field safety corrective action she found the intra- aortic balloon pump (iabp) fails the battery run time test at 15 minutes. The fse informed the customer who will have their biomed replace the batteries.